Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The hospital staff reported that the ophthalmic surgeon experienced leaking valved trocar cannulas during vitrectomy procedures. There was no harm to the patients reported. A product sample was retained additional information requested. This is the second of two reports from this site.

Manufacturer narrative:
Three opened trocar hub/cannula assemblies were received for the report of valved trocars were leaking. The returned samples were visually inspected. Two samples were found to be conforming and one sample was found to be nonconforming with a hole in the septum. It was unknown how or when the one sample became damaged. A device history record (DHR) review was conducted and the product released met manufacturer's acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).